Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 500 mg/dl resulting in "a temporary irregular heartbeat and low blood pressure" and ketones; specific value was not known. Cause of bg level was not known. Reportedly, customer's continuous glucose monitor was unavailable due to a non-tandem sensor issue. Customer administered a bolus via the pump and a manual injection, and performed a supply change to address the issue. Customer went to urgent care and was subsequently transported to the hospital via ambulance. Customer was admitted to the hospital and treated with manual injections and intravenous fluids of saline and insulin resolving the issue with no permanent damage. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.